Manufacturer narrative:
It was reported that after the amulet procedure, the patient developed hypotension, then shortly thereafter became unresponsive with weak pulses, diaphoresis, and hypoventilation. There was unexpected medical intervention and cardiopulmonary resuscitation (CPR) was initiated. Echo was performed, and it was shown that the patient had a large circumferential pericardial effusion with cardiac tamponade. Another medical intervention was performed and a pericardiocentesis was attempted. The patient was converted to open heart surgery, and the patient had one liter of blood in the pericardial space and a 1cm tear of the left pulmonary artery. The tear was repaired, and the fluid was drained. However, the heart was unable to pump blood, even with internal cardiac massage and administration of intracardiac epinephrine. The patient ultimately expired. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Tee and provided fluoroscopy images were reviewed, and appeared to show close proximity of laa and pa. It showed smooth implantation including one re-position of the disk and good final result. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant used a 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, a trace pericardial effusion was noted and the patient was taking oral anticoagulants. During the procedure, the left atrial pressure was 16mmhg, and the patient was in normal sinus rhythm. The wire was positioned in the left upper pulmonary vein. The transseptal puncture was inferior mid. Heparin was administered, and the activated clotting time (act) level was 484 seconds. There were 3 deployments and partial recaptures of the device before it was implanted. Protamine was administered at the end of the procedure. After the procedure, the patient developed hypotension, then shortly thereafter became unresponsive with weak pulses, diaphoresis, and hypoventilation. A code was called, and the patient became responsive within 5 minutes. After another 5 minutes, the patient again became unresponsive, and another code was called. The patient was taken to the catheter lab, cardiopulmonary resuscitation (CPR) was initiated. Echo was performed, and it was shown that the patient had a large circumferential pericardial effusion with cardiac tamponade. A pericardiocentesis was attempted in the cath lab. The patient was converted to open heart surgery with cardiovascular team, and the patient had one liter of blood in the pericardial space and a 1cm tear of the left pulmonary artery. The tear was repaired, and the fluid was drained. However, the heart was unable to pump blood, even with internal cardiac massage and administration of intracardiac epinephrine. The patient was ultimately pronounced as deceased on (B)(6) 2024. The physician believed that the amulet's stabilization wires interacted with the pulmonary artery and caused the event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.